Event description:
Event description boston scientific received information that two days after implant, this atrial and ventricular lead had dislodged as a result of patient anatomy. Both leads were removed and successfully replaced.